Manufacturer narrative:
The device was returned to zoll. The customer's report that the device smoked when ac was applied was not replicated or confirmed. The damage to the housing was observed, and the housing was replaced. The device was put through extensive testing and the cause of the damage was not established. The battery was not returned for evaluation. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device started to smoke when it was plugged into ac power. The battery well was warped with the battery inside. Complainant indicated that there was no patient involvement in the reported malfunction.